Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 19jun2023, it was stated that the device issue was resolved by replacing the power cord. No further information was provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit was not charging even after battery replacement. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.    The philips remote service engineer (rse) evaluated the device with the customer. The customer replaced the power supply and the battery and unit still isn't charging. The rse trouble shot with customer and the customer tested blue and brown wires from power supply to pm board. No voltage. The customer tested brown and orange wires from ac inlet and did not see 120 volts coming in. The rse confirmed the customer attempted the power cord, and the customer states he did and same result. The rse informed the customer that if power cord was already tested, then the ac inlet needs replaced without seeing 120v coming in.